Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty heater. The arctic sun stat was evaluated upon receipt. Received no fdl and did not have a screen protector. During the evaluation it was found that the unit does not heat water. Root cause of inability to heat water was found to be due to a failed component internally to the heater. Heater tested open on all pins. Heater was replaced. An electrical safety test and ctu calibration were performed and passed. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving no flow. A check of the diagnostics showed that with the circulation pump command at 100% no pressure was generated. Also had them check suction at the left port of the manifold and they stated no suction was felt. Per additional information updated from ttm on 08aug2025, biomed needs help troubleshooting flow rate. Guided through enabling manual control inlet pressure (ip) was -0.2psi, flow rate (fr) was 0lpm, circulation pump command (cpc) was 100%. Per review of wo notes on 08aug2025, they discussed this was indicative of a failed circulation pump. Requested pricing for both options. Per sample evaluation results on (B)(6) 2025, unit did not heat water. Per sample evaluation results on (B)(6) 2025, the worn/torn tank seals found in wo-(B)(4).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving no flow. A check of the diagnostics showed that with the circulation pump command at 100% no pressure was generated. Also had them check suction at the left port of the manifold and they stated no suction was felt. Per additional information updated from ttm on 08aug2025, biomed needs help troubleshooting flow rate. Guided through enabling manual control inlet pressure (ip) was -0.2psi, flow rate (fr) was 0lpm, circulation pump command (cpc) was 100%. Per review of wo notes on 08aug2025, they discussed this was indicative of a failed circulation pump. Requested pricing for both options. Per sample evaluation results on 18sep2025, unit did not heat water.